Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticky and hard to press or unresponsive at times. Customer stated that the insulin pump had unexplained no delivery alarm and diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.

Manufacturer narrative:
After battery installation, the middle keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the device. After swapping the boards into another case and then swapping a known good electrical boards, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify no delivery alarm or occlusion and low battery alarm due to the keypad anomaly. The insulin pump was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p cap or test reservoir does not lock in place properly. (B)(4).